Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation papers allege pain, discomfort, swelling, elevated metal ion levels, immobilization, acute localized damage to tissue and/or bone surrounding the acetabulum, and elevated metal ion levels. Update rec¿d 09/26/2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part/lot was identified from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update ad 7 sep 2018: (B)(4) has been re-opened under (B)(4) due to receipt a der. Patient was revised to address pain. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.